Manufacturer narrative:
Visual inspection: during the investigation, scratches on the outer housing of the valves, were determined. Permeability test: a permeability test has shown that all components are permeable. Computer controlled test: to determine the opening pressure of the m.blue a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow is used. The valve is tested in both the horizontal as well as the vertical positions. The results show that the m.blue is not operating within the acceptable tolerance in either position. An accelerated outflow of m.blue could be determined. Adjustment test: the m. Blue valve was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Internal inspection: after dismantling of the valve, deposits were found in m.blue + the rediatric sprung reservoir results: according to the results of the investigation, an accelerated outflow of the progav 2.0 was detected. The visible deposits led to the functional deviation. Furthermore, we can determine visible deposits in the pediatric sprung reservoir. The deposits had no effect upon the specifications at the time of the examination. The reservoir operated within all specifications. Deposits caused by substances naturally present in the patient's body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic material can affect the integrity of the valve. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that an m blue shunt system (#fx827t) was implanted during a procedure performed on (B)(6) 2024. According to the complainant, the shunt system had adjustment difficulties. The patient underwent a revision procedure on (B)(6) 2025. No patient complications were reported as a result of the revision procedure. The complained product was sent to the manufacturer for investigation.